Event description:
Proudct-medichoice nitrile gloves, lot # msf 09-13, date of manufacture 10/06. On examination there is visible staining/contamination on all gloves pulled. The stains are various shades of green and brown. Some gloves are just spotted whereas the entire surface is covered on other. The cases of full product appear to be intact with no apparent damage. The boxes of gloves within the case are intact and not damaged.